Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged it should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further state: ¿for best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further state: ¿for best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Implant #2 and explant #1 preoperative complaints: (B)(6) 2016: (B)(6) university hospital. (B)(6) md. Indications: ¿this is a 48-year-old female well known to me, having undergone a previous open incisional hernia repair with nissen fundoplication. Her postoperative recovery was difficult due to severe nausea. Eventually, a percutaneous gastrostomy tube was placed. Eventually, the patient¿s nausea improved and the patient was able to tolerate a regular diet. She subsequently developed an infection of her gastrostomy site through the prosthetic mesh. The gastrostomy was removed. Her wound site was washed out in the operating room. Unfortunately, at the reexamination several weeks later, there was some exposed mesh that was not there previously. This exposed mesh was excised. This was attempted to be treated with wound care with a negative pressure wound therapy. This, however, was not successful. The patient had a persistent draining infected mesh. As a result, I recommended removal of prosthetic mesh and reconstruction of abdominal wall. After discussing alternatives, benefits, and risks of surgery, the patient consented to proceed.¿ implant #2 and explant #1 procedure: open recurrent incisional hernia repair. Removal of prosthetic mesh. Implantation of mesh. Enterolysis. Debridement of muscle and fascia, first 20 sq cm. Debridement of muscle and fascia, additional 20 sq cm. Incisional negative pressure wound therapy. [Implant: gore® bio-a® tissue reinforcement, fs2030/14969704, 20cm x 30cm.] Implant #2 and explant #1 date: september 19, 2016 [hospitalization dates not provided] (B)(6) 2016: (B)(6) university hospital. (B)(6) md. Operative report. Assistant: dr. (B)(6) mossler. Preoperative diagnosis: infected prosthetic hernia mesh. Postoperative diagnosis: infected prosthetic hernia mesh. Anesthesia: general. Estimated blood loss: less than 10 ml. Specimens: infected mesh culture. Mesh. Skin, fat, fascia, and muscle. Complications: none apparent. Wound classification: clean ¿ contaminated. / contaminated. [Reported both ways in medical record] findings: 1. Prosthetic mesh removed en-bloc with obvious purulent drainage. 2. 15x10 fascial defect. 3. 25x10cm bioa underlay with 5cm overlap. 4. Primary reapproximation of midline. 5. 25x10cm bioa onlay with 5cm overlap. 6. 19fr blake x 2 suprafascial. Procedure: ¿upon obtaining informed consent, the patient was brought to the operative theater and placed on the operating table in supine position. General endotracheal anesthesia was induced without complication. All hemodynamic monitoring, IV antibiotics, sequential compression devices, orogastric catheter, epidural catheter, and foley catheter were placed prior to incision. The abdomen was prepped and draped in standard sterile surgical fashion. At this time, a surgical time-out was performed and all members of the surgical team agreed to proceed. Using a #10 scalpel, a midline incision was made. The soft tissue was dissected along the fascia with bovie electrocautery. We were able to peel the mesh circumferentially en bloc off the abdominal wall and several protacks were removed in addition. We performed enterolysis for greater than 60 minutes. This allowed for confirmation that all of the mesh was removed in entirety. The infected purulent fluid around the mesh was cultured. Next, very modest flaps were created on either side of the fascia. We excised atretic muscle, fascia, fat, and skin. We irrigated and drained the wound. We placed the fascial defect approximately 15 x 10 cm. We placed a 25 x 10 cm bio-a as an underlay and secured this with several interrupted horizontal mattress 0 pds sutures. The midline fascia was approximated with a #1 looped running pds suture. An onlay 25 x 10 cm [sic] reapproximated using a running 3-0 deep dermal suture. The skin edges were approximated with skin staples. Two 19-french round blake drains were replaced in the suprafascial location and secured with two 2-0 nylon sutures. Incisional negative pressure wound therapy was applied as a sterile dressing. The patient tolerated the procedure well, was extubated. All the needle, instrument, and sponge counts were correct at the end of the case. I was present and scrubbed for the entire duration of the case.¿ (B)(6) 2016: (B)(6) university hospital. Implant record. ¿mesh bio-a abd tiss rnmt 20x30¿. Site: abdomen. Catalog #: fs2030. Lot #: 14969704. Size: 20cm x 30cm.expiration: 2019-03-31. Manufacturer: wl gore ¿ medical products. Implant #3 and explant #2 preoperative complaints: (B)(6) 2016: [facility name not provided.] (B)(6) md. Indications. ¿this is a 48-year-old female well known to me, having previously undergone an open incisional hernia repair with removal of infected prosthetic mesh approximately 2 weeks ago. The patient had a chronic wound with purulent material draining secondary to a prosthetic mesh being infected. We performed the procedure, after the patient was medically optimized with prosthetic mesh performed an underlay with bio-a, re-approximated the midline fascia as well as an on lay bio-a. The patient was discharged home after a week in hospital, off antibiotics. Unfortunately, at this time, the patient did not eat, essentially starved herself for reasons that were unclear. As a result, the patient developed fevers, chills, abdominal pain, had decreased drain output leading to an extremely large fluid collection in the abdominal wall seen by CT. Based on this, I brought the patient to the operative theater for an exam under anesthesia. After discussing alternatives, benefits, and risks of the, procedure, the patient consented to proceed.¿ implant #3 and explant #2 procedure: open recurrent incisional hernia repair. End jejunostomy. Removal of prosthetic mesh. Implantation of mesh. [Implant: gore® bio-a® tissue reinforcement, fs2030/15116434, 20cm x 30cm.] Implant #3 and explant #2 date: (B)(6) 2016 [hospitalization dates not provided] (B)(6) 2016: [facility name not provided.] (B)(6) md. Operative report. Assistant: katelyn flick, md. Preoperative diagnosis: incisional fluid collection. Postoperative diagnosis: enterocutaneous fistula. Anesthesia: general. Estimated blood loss: 10 ml. Specimen: none. Complications: none apparent. Wound classification: clean ¿ contaminated / dirty [listed two different ways in medical record] findings: complete dehiscence of onlay mesh, fascia, and underlay mesh. Small-bowel fistula to the abdominal wall. This was converted to an end-end jejunostomy. Procedure: ¿upon obtaining informed consent, the patient was brought to the operative theater and placed on the operating table in supine position. General endotracheal anesthesia was induced without complication. All hemodynamic monitoring, IV antibiotics, sequential compression devices, and an orogastric catheter were placed prior to incision. The abdomen was prepped and draped in standard sterile surgical fashion. A standard surgical time-out was performed, and all members of the surgical team agreed to proceed. Using a staple remover, the staples were removed, the midline incision was opened bluntly. We encountered what appeared to be succus in the wound. There was complete dehiscence of the onlay mesh of the midline fascia and the underlay mesh at every suture. Upon further inspection, we removed the bio-a mesh from the wound. We identified a small bowel fistula. We were able to convert this small fistula into an end jejunostomy. We oversewed the distal small bowel with a running 2-0 prolene suture. We brought the ends of the jejunostomy up to the level of the fascia. We reinforced this fascial defect with a bio-a mesh to the ends of fascia, and jejunostomy was secured with multiple 3-0 vicryl sutures to the fascia and mesh. The wound was irrigated and drained. We placed a wound manager device to collect succus. The patient tolerated the procedure well and was extubated. All the needle, instrument, and sponge counts were correct at the end of the case. I was present and scrubbed for the duration of the case.¿ (B)(6) 2016: (B)(6) university hospital. Implant record. [Product name not provided.] Site: abdomen. Cat #: fs2030. Lot #: 15116434. Expiration date: 4/30/2019. Manufacturer: ¿wl gore ¿ medical products.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2008: (B)(6) hospital. (B)(6), md. History and physical. Obese, chronic abdominal pain and irritable bowel syndrome type symptoms for a long time. Abdominal pain progressed extensively last 2 months. Recent chronic constipation. Abdominal aortic aneurysm repair twice. Nausea/vomiting recently. Weight: 281 lbs. Impression/plan: ventral hernia; repair per laparoscopy per dr. Stevens. (B)(6) 2008: (B)(6) medical center. [Signature ni [not indicated]]. History and physical. Ventral hernia containing small bowel and transverse colon. Occlusion of aortic-hepatic graft, celiac stenosis, visceral aneurysm [illegible] at base pancreas [illegible]. Medical history: hypertension, high cholesterol, depression, migraines, back pain. Clot left arm 2002 and 2008. Surgical history: right inguinal hernia, back, vascular. 310 lbs. (B)(6) 2008: (B)(6) medical center. (B)(6), md. Anesthesia record. Asa 3. Weight 138.4 kg. Implant #1 procedure: laparoscopic repair of ventral hernia with polytetrafluoroethylene soft tissue patch. Implant: gore® dualmesh® plus biomaterial [1dlmcp08/(B)(6), 26x34cmx1mm] implant #1 date: (B)(6) 2008 (hospitalization (B)(6) 2008). (B)(6) 2008: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnoses: incisional hernia. Morbid obesity. Postoperative diagnoses: same plus extensive adhesions and incarcerated omentum, small bowel, and transverse colon. Assistant: ben brackett, cst. Anesthesia: general. Anesthesiologist: dr. (B)(6). Findings: extensive adhesions (requiring 1.5 hours for lysis). Incarcerated small bowel, transverse colon, and omentum (no evidence of bowel injury once lysis of adhesions was completed). Complications: none. Estimated blood loss: less than 10 ml. Type of mesh: 26 x 34 cm ptfe soft tissue patch. Indication for procedure: the patient presents with a ventral hernia. Description of procedure: ¿the patient was taken to the operating area where general anesthetic was administered. The abdomen was prepped and draped in a sterile manner. This included duraprep and ioban. Prophylactic antibiotics were administered. The abdomen was entered using a 12 mm optical trocar, which was placed into the midlateral abdomen under direct laparoscopic control. Once the peritoneal cavity was safely entered, the abdomen was then insufflated with carbon dioxide to a pressure of 15 mmhg. After a satisfactory pneumoperitoneum had been established, diagnostic laparoscopy was undertaken with a 10 mm, 45 degree viewing laparoscope. Insertion of the laparoscope revealed no evidence of visceral or vascular perforation at the trocar entry site. Five mm trocar(s) were placed to allow the introduction of working instruments. Lysis of adhesions was undertaken with sharp dissection. Once the lysis of adhesions was completed, the hernia was defined. A ptfe patch was selected to allow overlap onto the surrounding tissues for at least 4-5 cm in all directions. The patch was placed into the abdominal cavity with the roughened surface facing the overlying musculature, while the smooth surface faced the underlying peritoneum. Ethibond sutures had been placed around the circumference of the patch. These sutures were brought through the abdominal wall at previously marked sites and then tied in place. The patch was then further secured by the circumferential application of titanium tacks at its periphery. Additional tacks were then placed more centrally to assure maximal adherence between the patch and the overlying musculature. A final inspection was made to ensure hemostasis was adequate and to confirm that there was no evidence of visceral or vascular injury. Closure was then begun. The 12 mm trocar site was closed at the fascia level with 0 vicryl using a carter-thomason suture passer. Skin at all sites was closed with a subcuticular suture of 4-0 monocryl. All sites were circumferentially infiltrated with 0.25% marcaine with epinephrine. Indermil was applied at each site. The patient tolerated the procedure well. Sponge counts were correct.¿ (B)(6) 2008: [facility ni]. Photographs. Procedure: laparoscopic ventral hernia. Surgeon: dr. (B)(6). [Photographs]. (B)(6) 2008: (B)(6) hospital. Implant record. Mesh dual plus 26x34cmx1mm. Lot number: 05729033. Manufacturer: gore. Expiration date: 2010-12. Catalog number: 1dlmcp08. Implant site: abdomen. Quantity: 1. Implant verified: yes. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp08/(B)(6)) was implanted during the procedure. Relevant medical information: (B)(6) 2008: (B)(6) hospital. (B)(6), md. Discharge summary. Discharge diagnosis: ventral hernia. Operation performed: laparoscopic repair of ventral hernia with ptfe patch. Required approximately one and a half hours for lysis of adhesions and reduction of incarcerated tissues. Hernia defect large enough that a 26 x 34 cm ptfe patch was required. Postoperatively, hospital stay prolonged by 3 issues: significant pain requiring ongoing intravenous analgesics, urinary retention requiring repeat in/out catheterization and replacement of foley catheter, component of ileus with delay in return of bowel function. Eventually, pain control improved and released on oral dilaudid. Able to void spontaneously, ileus resolved; passing flatus, bowel movements. At discharge, vital signs stable, afebrile, ambulating independently. Laparoscopic trocar sites healing well without infection. Underlying hernia repair intact and solid. No evidence of significant hematoma, seroma or peritoneal signs. Provided with written postoperative instructions, prescription for dilaudid. See in office in approximately 2 weeks. (B)(6) 2008: (B)(6) medical center. (B)(6). Questionnaire. Indicate following problems after surgery. Nausea, vomiting, constipation. Are you still taking pain pills: yes; percocet/norco. Pain score: 6. Able to resume normal activities around the house: no; attempting. Returned to work: no. Comments: fall x 3. (B)(6) 2008: (B)(6) medical center. (B)(6). Questionnaire. Indicate following problems after surgery: cough producing yellow or green mucous, drainage of pus from an incision. Last week temperature 103; positive bronchitis. Prescribed keflex [nurse reviewer note: handwritten; possibly by physician]. Still taking pain pills: yes; norco. Pain score: 5. Able to resume normal activities around the house: yes, with several breaks and having to take medications after or during. Returned to work: no, return date estimate (B)(6) 2008. Comments: do not understand why I am not able to lay on left side without pain going to 8, only able to lay on right side with pillows propping me up and no longer than 20 minutes. Trying to sit at computer like I would at work, but within less than 3 hours, I have to lay down and take a pain pill-pain increasing. (B)(6) 2008: (B)(6) medical center. [Signature ni]. Telephone call. Caller: self. Physician: (B)(6). Message: picked up her god child and has pain on left side of breast with muscle spasm. He weighs about 20 plus pounds. Pain is 6-9 stab. Is this normal? Response: probable muscle strain. Apply ice. Continue current medications. Notified-she understands. (B)(6) 2008: (B)(6), md. Prescription. May resume work (B)(6) 2008. She should work only 3 to 4 hours per day for the first 2 weeks. (B)(6) 2009: (B)(6) hospital. [Signature ni]. Radiology ¿ upper gi series without kub scout. Indication: abdominal pain, vomiting for couple weeks. 17 hernias repaired a few months ago. Impression: no hernia. Mild to moderate gastroesophageal reflux.

Manufacturer narrative:
B7: added medical history. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: on (B)(6) 2008, (B)(6) hospital. (B)(6), md. History and physical: obese, chronic abdominal pain and irritable bowel syndrome type symptoms for a long time. Abdominal pain progressed extensively last (B)(6) months. Recent chronic constipation, abdominal aortic aneurysm repair twice. Nausea/vomiting recently. Weight: 281 lbs. Impression/plan: ventral hernia; repair per laparoscopy per dr. (B)(6). On (B)(6) 2008, (B)(6) medical center. [Signature ni [not indicated]]. History and physical: ventral hernia containing small bowel and transverse colon. Occlusion of aortic-hepatic graft, celiac stenosis, visceral aneurysm [illegible] at base pancreas [illegible]. Medical history: hypertension, high cholesterol, depression, migraines, back pain. Clot left arm 2002 and 2008. Surgical history: right inguinal hernia, back, vascular. 310 lbs. On (B)(6) 2008, (B)(6) medical center. (B)(6), md. Anesthesia record. Asa 3. Weight 138.4 kg. Implant #1 procedure: laparoscopic repair of ventral hernia with polytetrafluoroethylene soft tissue patch. Implant: gore® dualmesh® plus biomaterial [1dlmcp08,(B)(6), 26x34cmx1mm]. Implant #1 date: on (B)(6) 2008 (hospitalization (B)(6) 2008) on (B)(6) 2008, (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnoses: incisional hernia. Morbid obesity. Postoperative diagnoses: same plus extensive adhesions and incarcerated omentum, small bowel, and transverse colon. Assistant: (B)(6), cst. Anesthesia: general. Anesthesiologist: dr. (B)(6). Findings: extensive adhesions (requiring 1.5 hours for lysis). Incarcerated small bowel, transverse colon, and omentum (no evidence of bowel injury once lysis of adhesions was completed). Complications: none. Estimated blood loss: less than 10 ml. Type of mesh: 26 x 34 cm ptfe soft tissue patch. Indication for procedure: the patient presents with a ventral hernia. Description of procedure: ¿the patient was taken to the operating area where general anesthetic was administered. The abdomen was prepped and draped in a sterile manner. This included duraprep and ioban. Prophylactic antibiotics were administered. The abdomen was entered using a 12 mm optical trocar, which was placed into the midlateral abdomen under direct laparoscopic control. Once the peritoneal cavity was safely entered, the abdomen was then insufflated with carbon dioxide to a pressure of 15 mmhg. After a satisfactory pneumoperitoneum had been established, diagnostic laparoscopy was undertaken with a 10 mm, 45 degree viewing laparoscope. Insertion of the laparoscope revealed, no evidence of visceral or vascular perforation at the trocar entry site. Five mm trocar(s) were placed to allow the introduction of working instruments. Lysis of adhesions was undertaken with sharp dissection. Once the lysis of adhesions was completed, the hernia was defined. A ptfe patch was selected to allow overlap onto the surrounding tissues for at least 4-5 cm in all directions. The patch was placed into the abdominal cavity with the roughened surface facing the overlying musculature, while the smooth surface faced the underlying peritoneum. Ethibond sutures had been placed around the circumference of the patch. These sutures were brought through the abdominal wall at previously marked sites and then tied in place. The patch was then further secured by the circumferential application of titanium tacks at its periphery. Additional tacks were then placed more centrally to assure maximal adherence between the patch and the overlying musculature. A final inspection was made to ensure hemostasis was adequate and to confirm, that there was no evidence of visceral or vascular injury. Closure was then begun. The 12 mm trocar site was closed at the fascia level with 0 vicryl using a carter-thomason suture passer. Skin at all sites was closed with a subcuticular suture of 4-0 monocryl. All sites were circumferentially infiltrated with 0.25% marcaine with epinephrine. Indermil was applied at each site. The patient tolerated the procedure well. Sponge counts were correct¿. On (B)(6) 2008, [facility ni]. Photographs. Procedure: laparoscopic ventral hernia. Surgeon: dr. (B)(6). [Photographs]. (On b)(6) 2008, (B)(6) hospital. Implant record. Mesh dual plus 26x34cmx1mm. Lot number: (B)(6). Manufacturer: gore. Expiration date: 2010-12. Catalog number: 1dlmcp08. Implant site: abdomen; quantity: 1; implant verified: yes. The records confirm, a gore® dualmesh® plus biomaterial (1dlmcp08,(B)(6)) was implanted during the procedure. Relevant medical information: on (B)(6) 2008, (B)(6) hospital. (B)(6), md. Discharge summary. Discharge diagnosis: ventral hernia. Operation performed: laparoscopic repair of ventral hernia with ptfe patch. Required approximately one and a half hours for lysis of adhesions and reduction of incarcerated tissues. Hernia defect large enough that a 26 x 34 cm ptfe patch was required. Postoperatively, hospital stay prolonged by 3 issues: significant pain requiring ongoing intravenous analgesics, urinary retention requiring repeat in/out catheterization and replacement of foley catheter, component of ileus with delay in return of bowel function. Eventually, pain control improved and released on oral dilaudid. Able to void spontaneously, ileus resolved; passing flatus, bowel movements. At discharge, vital signs stable, afebrile, ambulating independently. Laparoscopic trocar sites healing well without infection. Underlying hernia repair intact and solid. No evidence of significant hematoma, seroma or peritoneal signs. Provided with written postoperative instructions, prescription for dilaudid. See in office in approximately (B)(6) weeks. On (B)(6) 2008, (B)(6) medical center. (B)(6). Questionnaire. Indicate following problems after surgery. Nausea, vomiting, constipation. Are you still taking pain pills? Yes; percocet/norco. Pain score? 6. Able to resume normal activities around the house? No; attempting. Returned to work? No. Comments: fall x 3. On (B)(6) 2008, (B)(6) medical center. (B)(6). Questionnaire. Indicate following problems after surgery: cough producing yellow or green mucous, drainage of pus from an incision. Last week temperature 103, positive bronchitis. Prescribed keflex [nurse reviewer note: handwritten, possibly by physician]. Still taking pain pills? Yes; norco. Pain score? 5. Able to resume normal activities around the house? Yes, with several breaks. And having to take medications after or during. Returned to work? No, return date estimate (B)(6) 2008. Comments: do not understand why I am not able to lay on left side without pain going to 8. Only able to lay on right side with pillows propping me up and no longer than 20 minutes. Trying to sit at computer like I would at work, but within less than (B)(6) hours, I have to lay down and take a pain pill, pain increasing. (B)(6) 2008, (B)(6) medical center. [Signature ni]. Telephone call. Caller: self. Physician: (B)(6). Message: picked up her god child and has pain on left side of breast with muscle spasm. He weighs about 20 plus pounds. Pain is 6-9 stab. Is this normal? Response: probable muscle strain. Apply ice. Continue current medications. Notified-she understands. (B)(6) 2008, (B)(6), inc. (B)(6), md. Prescription. May resume work (B)(6) 2008. She should work only 3 to 4 hours per day for the first (B)(6) weeks. (B)(6) 2009, (B)(6) hospital. [Signature ni]. Radiology: upper gi series without kub scout. Indication: abdominal pain, vomiting for couple weeks. 17 hernias repaired a few months ago. Impression: no hernia. Mild to moderate gastroesophageal reflux. (B)(6) 2015, (B)(6) hospital. (B)(6), md. Office notes. Abdominal pain right upper quadrant radiating into back; onset (B)(6) months ago. Distinctly different compared to chronic abdominal pain. Associated symptoms are nausea/vomiting/diarrhea. CT: cholelithiasis with distended gallbladder. History of multiple abdominal surgeries; most significant are aorto-hepatic artery bypass for visceral aneurysm and laparoscopic repair of incisional hernia with large ptfe patch. Weight: 336.6 lbs., bmi 61.3. Obese abdomen, well-healed midline surgical scar, mild right upper quadrant tenderness. Impression/plan: chronic calculous cholecystitis. Recommend laparoscopic cholecystectomy. (B)(6) 2015, (B)(6) hospital. (B)(6), md. History and physical. Right upper quadrant pain associated with nausea; lost 18 or 19 pounds as result of nausea/vomiting. Had multiple abdominal surgeries related to aneurysm in celiac artery; had aorta to hepatic bypass (B)(6) 2002 and ligation of gastroduodenal artery aneurysm (B)(6) 2005. History of blood clot in arm (B)(6) years ago; treated with anticoagulation for (B)(6) months. Surgical history: exploratory laparotomy 2014. Impression/plan: cholelithiasis; laparoscopic cholecystectomy on (B)(6) 2015. Deemed acceptable cardiovascular risk. On (B)(6) 2015, [assigned]. (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis: chronic calculous cholecystitis. Postoperative diagnosis: chronic calculous cholecystitis. Operation performed: laparoscopic cholecystectomy. Assistant: dr. (B)(6). Anesthesia: general anesthetic, by dr. (B)(6). Description of procedure: ¿the patient is a 47-year-old female, with a previous history of a visceral aneurysm, including aorta-to-hepatic artery bypass, and laparoscopic repair of an incisional hernia with a 26 x 34 cm ptfe patch, who presents now with symptomatic chronic calculous cholecystitis. She was taken to the operating room, where a general anesthetic was administered. The abdomen was prepped and draped in a sterile manner. Prophylactic intravenous antibiotics were given. Given the previous ptfe patch which was placed in the midline, the abdomen was entered in the right subcostal area, at approximately the anterior axillary line, using a 5 mm optical xcel trocar. Once the peritoneal cavity was safely entered, the abdomen was insufflated with carbon dioxide to a pressure of 15 mmhg. After satisfactory pneumoperitoneum had been established, diagnostic laparoscopy was undertaken with a 5 mm 45-degree viewing laparoscope. Insertion of the laparoscope revealed no evidence of visceral or vascular perforation at the trocar entry site. Further inspection revealed, a moderate degree of adhesions between the omentum and the previously-placed ptfe patch. Additional working ports were placed in the right upper quadrant, avoiding the adhesions. A 12 mm trocar was placed in the right mid abdomen, again avoiding the adhesions. The patient was then placed into reverse trendelenburg position, with the right side rotated up to facilitate exposure of the gallbladder. The gallbladder was noted, to be distended and chronically inflamed, with a fibrotic appearance. Moderate adhesions between the gallbladder and the omentum were noted. The fundus of the gallbladder was grasped and retracted cephalad. The adhesions between the omentum and the gallbladder were taken down with the harmonic scalpel. Care was taken to avoid injury to the transverse colon and the duodenum, during this lysis of adhesions. Once the infundibulum of the gallbladder had been freed from the adhesions, it was grasped and retracted inferiorly/laterally. The peritoneum overlying the triangle of calot was then divided both anteriorly and posteriorly. It should be noted, that the aorta-to-hepatic bypass graft was further to the patient¿s left. And it was no where near the triangle of calot. We thus did not visualize this graft. The cystic artery was identified, lying within the triangle of calot. It was treated with the harmonic scalpel immediately adjacent to its point of entry into the gallbladder wall, and then divided. The cystic duct was identified and traced to its junction with the gallbladder, as well as to its junction with the common duct. Care was taken to accurately define the critical view. Identifying the gallbladder/cystic duct junction from both the anterior and posterior perspectives. Once the critical view had been obtained, the cystic duct was doubly clipped and then divided. Care was taken to assure that the clips were fully and securely across the cystic duct. Care was also taken to assure, that the clips did not impinge on the common duct. The gallbladder was now removed from the liver bed using the harmonic scalpel. This provided excellent hemostasis. A final inspection was undertaken to confirm, that hemostasis was adequate, that there was no bile leak, and that there was no evidence of injury to the adjacent viscera. The gallbladder was placed into a specimen extraction bag. And delivered through the larger trocar site. The fascia at this site was then closed with #1 polysorb, using the carter-thomason suture passer. Skin at all sites was closed with subcuticular sutures of 4-0 monocryl. All sites were circumferentially infiltrated with 0.25% marcaine with epinephrine. Indermil was applied at each site. The patient tolerated the procedure well, with no vital sign instability or other complications. Estimated blood loss was less than 10 ml. Sponge counts were correct¿. On (B)(6) 2015, (B)(6) hospital. (B)(6) md. Emergency department visit. Presents with fever/chills, diffuse abdominal pain, productive cough, hematuria. Laparoscopic cholecystectomy (B)(6) week ago. Gastrointestinal: soft, decreased bowel sounds, diffusely tender, obesity limits evaluation. White blood cell count 11.6 h. Impression/plan: postoperative fever, ascites, tachycardia, mild leukocytosis, abdominal pain. Consult dr. Larry stevens; recommends admit, broad spectrum antibiotics, intravenous fluids, ask hospitalist to consult on medical issues. Admit to inpatient unit. On (B)(6) 2015, (B)(6) hospital. (B)(6). Radiology: CT abdomen/pelvis with contrast. Indication: fever, abdominal pain, tachycardia. Findings: postsurgical change with mesh of large ventral abdominal wall hernia and focal anterior eventration is grossly unchanged since (B)(6) 2013. Impression: small to moderate volume ascites, greater than expected for postsurgical timeline. Chronic abdominal vascular abnormalities including occlusion of the celiac axis. Postsurgical ventral abdominal wall hernia repair in unchanged configuration since (B)(6) 2013. On (B)(6) 2015, (B)(6) pathology laboratory: microbiology, blood culture x 2. Final: no growth. On (B)(6) 2015, (B)(6) hospital. (B)(6) md. Radiology: nuclear medicine hepatobiliary scan. Impression: positive for bile leak. On (B)(6) 2015, (B)(6) hospital. (B)(6) np, (B)(6) md. History and physical. Laparoscopic cholecystectomy. On (B)(6) 2015, stayed overnight, due to issues with nausea. Discharged (B)(6) 2015. Called into office on (B)(6) 2015, complaining of continuous oozing from lower abdominal incision after she slipped and fell in bathroom. Instructed how to apply direct pressure and pressure dressing. Advised I would be happy to see her in office. Patient would like to try above plan first, since lives in martinsville. Yesterday, sister called office concerned about patient¿s abdominal pain/fever. Since saturday, having intermittent fevers to 101 degrees. Complained of right lower quadrant pain, chills, loss of appetite, poor oral intake. Sister concerned, she was acting ¿funny¿ and sleeping a lot. Reports incisions do not appear infected, no drainage. Multiple co-morbidities, which include pancreatitis. Advised to take to (B)(6) emergency room last night. On emergency room arrival, temperature 101.7. Admitted for further evaluation, possible bile leak and sepsis. Kept nothing by mouth, intravenous fluids and zosyn started. Hida scan confirmed bile leak. Will need drain. Transfer to (B)(6) university. Addendum: discussed nature of bile leak after cholecystectomy. And how endoscopic retrograde cholangiopancreatography and drain will help symptoms and heal leak. Abdomen obese, soft, tender to palpation in right upper quadrant. Incisions well-healed. With small amount of reactive erythema. Do not appear infected and no longer draining. Plan to transfer to methodist. On (B)(6) 2015, (B)(6) hospital. (B)(6) np, (B)(6) md. Office notes. Readmitted (on b)(6) 2015, with abdominal pain, fever- bile leak. Endoscopic retrograde cholangiopancreatography (B)(6) 2015 for bile leak at cystic duct stump. Discharged (B)(6) 2015. Right sided abdominal pain on (B)(6) 2010. States, she was told this may take a while to resolve. Using percocet. Continues intermittent nausea/vomiting, but decreasing. Continues on augmentin to complete (B)(6) day course. Gastrointestinal: soft, nontender, nondistended. Trocar sites well healed without cellulitis, seroma or drainage. Impression/plan: looks good! Right-sided abdominal pain as expected, after bile leak, no drain placed; continue percocet. Bile leak, needs stent removal in (B)(6)weeks. Nausea/vomiting; history of short segment barrett¿s with mild erosive esophagitis and small hiatal hernia. On proton pump inhibitor twice daily. If symptoms continue once recovered. Refer back to dr. (B)(6). Diarrhea may be, due to gallbladder removal and/or augmentin. Activity as tolerated. Return to clinic in (B)(6) weeks. And follow up to schedule date for stent removal. Continued on attachment.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2008 and (B)(6) 2016 whereby a gore® dualmesh® plus biomaterial and a gore® bio-a® tissue reinforcement were implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, recurrence, infection, chronic stomach pain, suffers from constant nausea. Additional event specific information was not provided.